Manufacturer narrative:
Eval summary: no devices or photos were received; therefore, the condition of the components is unk. Neither surgical notes nor x-rays were provided; therefore, fit and orientation could not be evaluated. A definitive root cause cannot be determined with the info provided. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.

Event description:
It is reported that the pt received an implant in (B)(6) 2010 and experienced knee pain. The pt heard a pop in her knee and was told that the liner had broke.

Manufacturer narrative:
Review of primary surgical report did not reveal any deviations from the surgical technique. Document provided staten that patient in obene (bmi 41 44) and that on (B)(6) 2012 she heard for devices) a pop and felt immediate pain upon standing. X-rays were reviewed, including one in lateral view dated (B)(6) 2012, showing the femoral and tibial components to be nearly in contac, suggesting that the articular surface was not in proper position. The patient's obesity may be a factor in the reported event; however, a definitive root cause cannot be determined with the information provided. The complaint may be revised upon return of product or further information.

Manufacturer narrative:
Evaluation summary: implant surgical notes indicate that the patient had severe degenerative osteoarthritis with wear of the anterior lateral femoral condyle beyond the trochlear groove and complete loss of articular cartilage in the medial femoral condyle area. It is also noted that patellar tracking was unacceptable, so a lateral retinacular release was done which improved it markedly. Radiographic findings on (B)(6) 2012 indicate that the patient has avascular necrosis of the patella and a fractured articular surface. X-rays were received for post implant on (B)(6) 2010 and for report of articular surface fracture on (B)(6) 2012. The post implant x-rays from (B)(6) 2010 show a mal-rotation issue based on the location of the patella on the femoral component and patellar contact with the femoral component. Malrotation can lead to excessive wear of the articular surface which may have caused the reported fractured. However, a definitive root cause cannot be determined at this time. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It has additionally been reported that the surgeon has recommended revision surgery, however the current revision status is unknown.